Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that a few months ago, patient felt the ins had flipped once and more recently, they started feeling an electrical pinging sensation from the ins site. Caller interrogate ins and found that contact 0 had impedances and was marked as "avoid". Caller stated no programming changes were made but patient was currently taking a stim holiday to see if sensation subsides with ins off. Caller stated patient hadn't had any charging issues and would follow up with hcp for next steps (potential pocket revision, injections, etc.) Depending on if the sensation continues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating the healthcare provider (hcp) opted for a pocket revision only. This was done last week. The implantable neurostimulator (ins) was flipped back to the original position and repositioned deeper. Pre-op, all impedances were within normal limits <(><<)>1000 ohms and status "good." Post-operatively, patient reported the sensation they felt prior is dissipating, unfortunately the impedance on contact 0 returned at this visit, measuring 26,330 at 0-1 and 24,620 at 0-15. No device/lead explant occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that per physician- no further action at this time, as the physician made the decision to perform pocket revision only without lead revision. The electrode with 1 elevated impedance is not in use. Patient (pt) will reach out if oor message alerts. Rep will continue to monitor the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. Rep confirmed impedances was 23,270 ohms on contact 0. The provider confirmed the information at the appointment.

Event description:
Rep reported that according to the clinic the patient has been scheduled for an ipg revision/ reposition with potential lead revision. The hcp has seen the patient in clinic and subsequently now set for revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.